Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the bottom of the coulter ac t diff analyzer. Customer reported that fluid leaked onto the counter. Customer reported that they opened the instrument and saw the bath shield was covered in fluid. Customer reported that the volume of the leak was multiple milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a plug in the tubing to valve lv15. The fse replaced the tubing and the leak was resolved. The fse bleached the waste line, the rinse block and waste chamber to clear any obstruction. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).